Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter is damaged. The following information was provided by the initial reporter: staff have reported three instances of the angiocaths noted to have a hole, tearing, or splitting. Staff are using appropriate technique, not moving off the hub until ready to remove from the patient, etc.. The piv attempt will be unsuccessful, and the catheter noted to have a leak via hole close to the hub or splitting of the catheter itself noted after removal. Comments on 20/03/2024. In all three cases the patient required an additional placement attempt to obtain IV access due to this defect/malfunction. No patient injury. I don¿t have any other details to share and do not have any products for return.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.